Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella cp with smart assist system: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): limb¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ impella 5.5 with smartassist for use during cardiogenic shock & impella cp with smartassist system: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿. ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ impella cp with smartassist: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
Us complainant reported the patient was on impella cp support and during support, the patient had access site bleeding. Pressure was held and angle matching was performed. Heparin was withheld until labs were ran. Additionally, while on support, the patient had hemolysis. Dialysis was started and the patient became hypotensive so continuous renal replacement therapy (crrt) was started. The patient did have acute kidney injury prior to impella support, however it is unknown if the impella contributed to the patient's kidney issues. Care was withdrawn and the patient expired after 68.47 hours of impella support.

Manufacturer narrative:
The investigation for the hemolysis, access site bleed, renal failure has been completed. Pump was not returned for investigation. As per the clinical information provided, hematoma and access site was bleeding on day 2 and was addressed with manual dressing and angle matching. No other information was provided about acts and heparin was withheld. Therefore, the root cause of the access site bleeding issue was not determined since product was not returned and insufficient clinical information was provided. Data logs were investigated and around the time of reported failure there were no positioning issues, suction alarms, motor current issues, or placement signal trends. Clinical mentioned that the pump was seated deep and repositioned at 4.1cm mark but data logs don't support that. Therefore, the root cause of the hemolysis issue was not determined since product was not returned. As per the clinical information provided, the patient has an acute kidney injury prior to impella support. On day 3 of impella support when patient was going through dialysis, the patient was switched to crrt due to patient being hypotensive. It is unclear if the impella pump contributed to the renal issues. Therefore, the root cause of the renal issue was not determined since product was not returned and insufficient clinical information was provided.